Event description:
It was reported that pump displayed malfunction alarm and stopped working, which caused customer¿s blood glucose (bg) level to increase to 556 mg/dl with ketones. Insulin was administered via a manual injection to initially address the bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered intravenous fluids of saline and insulin to treat bg, and the issue resolved with no permanent damage. Multiple attempts were made to follow up with the customer to obtain the hospital release date; however, no response from the customer was received. Customer planned to use multiple daily injections as backup therapy, and technical support arranged for a replacement pump.